Event description:
The customer reported that the insulin pump's reservoir had air bubbles. The customer had this issue over multiple boxes of reservoirs. Customer's blood glucose level was 300 mg/dl. The device was not returned.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.